Event description:
On call vad coordinator received a call on (B)(6) 2015 where patient reported bloddy urine and continued high watt alarms on the implanted heartware device. Patient was directed to come to the hospital where he was admitted. Admitted for hemolysis, labs obtained and results show advanced stage of pump clotting. Ldh >4000 pfh 770 despite anticoagulation within acceptable range. Heparin drip initiated. Kidney function declining due to hemolysis requiring (B)(4). Pump powers climbing daily. On (B)(6) 2015 pump stopped at approximately 23:00 and patient was intubated.